Event description:
Caller reported a malfunction on the pump with the code malf 12. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump normally. The caller was instructed to contact technical support again if the issue reoccurred, which they acknowledged and understood.